Manufacturer narrative:
Additional information was obtained: the patient confirmed a second procedure has been completed and the new mesh (proceed) is holding well. No additional information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia procedure on (B)(6) 2014 and mesh was implanted. It was reported by the patient that the mesh was too thin, did not hold and possibly tore. A revision procedure was scheduled to be completed in (B)(6) 2018, but no additional information has been provided at this time. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.